Manufacturer narrative:
(B)(4). The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2017. Batch # p55w0m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during an unknown surgery, the staples of the third line were not formed properly at the first firing. Also, it was found that the device did not cut the target tissue as smoothly as usual. Another device was used to complete the case. There were no adverse consequences to the patient.